Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that five months and twenty-five days following the implant of this transcatheter bioprosthetic valve, the patient presented with an st segment elevation myocardial infarction (stemi) to a hospital that does not implant transcatheter aortic valves (tavr). A percutaneous coronary intervention (pci) was performed using an ebu 3.5 guide catheter, which has the shape of a hook or a small "j". A drug eluding stent was placed into the left anterior descending artery. When attempting to remove the guide catheter, it caught on the transcatheter valve frame. During manipulation to remove the guide catheter, a dissection of the left anterior descending artery occurred. A second guide catheter was placed at the ostium and a stent was placed in an attempt to repair the dissection, but the stuck guide catheter still could not be removed. Cardiopulmonary bypass (cpb) was initiated and the patient was transferred to a hospital that performs tavr. A skilled team attempted to remove the catheter, but was also unsuccessful. During the attempt to remove the wire, because the patient was not fully heparinized and a clot lodged in the left main coronary artery. The clot was removed and a temporary pacing lead was placed due to complete heart block (chb). The patient/family declined surgical intervention and the patient died. Per the physician from the second hospital, the patient expired due to the clot, but the guide catheter could not be removed without surgery. The physician stated the reason the guide catheter got stuck was related to the shape of the chosen ebu catheter and that the cannulation was performed from below. An autopsy was requested but was refused.

Manufacturer narrative:
Additional clarifying details regarding the case were received from the physician indicating that after the patient was transferred to the hospital and the removal of the catheter was unsuccessful, an intra-aortic balloon pump was inserted proactively. The patient agreed to go to surgery to repair the artery and remove the guide catheter. Once the patient was in the operating room, the patient changed their mind and did not want to have surgery. The patient was transported back into the cath lab and electively intubated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was obtained that in the physician's opinion, the stemi was not related to the valve, and the cause of death was left coronary dissection to the left main artery caused by the ebu catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: a3: sex, a2: date of birth, h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that originally an ebu guide catheter was attempted through radial access and was unfeasible as the stent frame interfered with the guide catheter. Subsequently, a judkins left guide catheter was used via femoral access and revealed complete occlusion of the distal left anterior descending coronary artery. Then to perform the percutaneous coronary intervention (pci) and deliver a drug eluting stent, an ebu guide catheter was utilized, which was the guide catheter that became entrapped within the valve stent frame. Conclusion: angiographic records were reviewed which consisted of (10) individual avi movie files taken from a cell phone of the monitor located in the control room at the hospital. Based on these 10 films, it can be confirmed that the ebu catheter was kinked on a frame cell of the evolutr valve. It is also confirmed that multiple attempts to dislodge the stuck ebu catheter were made and all were unsuccessful. A stent was placed to attempt to fix a dissected left main coronary artery and while it allowed adequate flow the dissection was still present. There was no evidence or allegation that the reported stemi (st segment elevation myocardial infarction) over five months post valve implant was related to the valve and the cause of death was not attributed to the implanted valve or its function. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.